Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient visited the clinic and complained that he did not feeling well for about a week. It was found that his intrinsic rate was lower than expected and he also had frequent premature ventricular contraction (pvc). The pacing rate was increased and the mode was changed. The device remains in use. No patient complications have been reported as a result of this event.